Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin. During troubleshooting, the customer reloaded the cartridge and received an accurate fill estimate. Blood glucose level was 100mg/dl.